Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the mid right coronary artery (mrca). After a 3.5x28mm xience xpedition drug-eluting stent (des) was implanted successfully, a distal edge dissection was noted. Therefore, the dissection was treated with a 3.5x15mm xience xpedition des and the procedure was completed. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.